Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent separated from the delivery system. The physician pre-dilated the target lesion in the left anterior descending artery with a 3.0 x 12 mm balloon. A taxus express2 2.75 x 16 mm drug eluting stent was attempted to be used, however, the stent did not pass through the lesion. When it was pulled back to be removed the stent passed through the y connector and got stuck. The stent was then separated from its delivery system. Further information for this event has been requested.